Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy ii stent was advanced to treat the lesion. However, the shaft broke inside the patient's body. The procedure was completed with another 3.00 x 38mm synergy stent. No patient complications were reported and the patient's status was fine.